Event description:
Lectro-spiral cracking/leaking near neck/adaptor end to IV tubing. Pt lost parenteral nutrition, required new lines, and altered biochemistry.

Manufacturer narrative:
The clinician reported two add'l occurrence of this device malfunction. Please reference the below MDR numbers for reporting of this add'l occurrence. MDR 2245270-2014-00041, 00043. Vygon us received one malfunctioning sample from the customer and returned it to vygon (B)(4) (the manufacturer for device eval and complaint investigation. The results of this investigation are still pending, and the results will be sent to FDA via a f/u MDR within thirty days of its conclusion.